Event description:
Customer reported that the insulin pump alarmed button error during prime. Customer also reported she has been receiving no delivery alarms. Customer was unable to troubleshoot. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The device passed the rewind, displacement, prime, and excessive no delivery test. No excessive no delivery alarm noted. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.